Event description:
It was reported that this insertable cardiac monitor (icm) was having connection issues. It was indicated that battery could be beyond end of service (eos) according to implant date. The patient was referred to the clinic for device check. The icm remains in service and no adverse patient effects were reported. Additional information revealed that the patient presented in the clinic, but the icm was unable to connect. The patient was upset and insisted on having it removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 and k210608 whose character limit prevented both entries from the field.